Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Additional information was received and the following section(s) was updated:

Event description:
Edwards received notification that this patient with a 25mm edwards surgical valve, implanted in the mitral position, underwent a valve-in-valve procedure after an implant duration of 10 years and one (1) month due to calcific degeneration leading to severe stenosis and mild-moderate regurgitation. The tmvr was performed with a 26mm edwards transcatheter valve successfully. The patient was noted to be hospitalized in stable condition after the procedure. The patient was discharged in stable condition.

Manufacturer narrative:
Calcification plays a major role in the failure of bioprosthetic heart valves. Calcification of valves occurs as a progressive, time-dependent process. Tissue valve calcification is initiated primarily within residual cells that have been devitalized. Initial calcification deposits eventually enlarge and grow into a mass, which stiffen and weaken the tissue and thereby cause the prosthesis to malfunction. The mineralization of a biomaterial is generally enhanced at the sites of intense mechanical deformations generated by motion, such as the points of flexion in heart valves. Ultimately, the result of calcification is valve failure due to tearing or stenosis. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. The root cause of this event cannot be confirmed since the device remains implanted and is not available for evaluation. However, this event was most likely impacted by the progression of the patient¿s underlying valvular disease pathology and structural valve deterioration with calcification. Edwards lifesciences will continue to monitor all reported events. If any new information is received, a supplemental report will be submitted accordingly.

Event description:
Edwards received notification that this patient with a 25mm edwards surgical valve, implanted in the mitral position, underwent a valve-in-valve procedure after an implant duration of 10 years and one (1) month due to calcific degeneration leading to mitral stenosis. The tmvr was performed with a 26mm edwards transcatheter valve successfully. The patient was noted to be hospitalized in stable condition after the procedure.